Event description:
It was reported that 3 patients experienced colitis following colonscopy procedures using colonoscopes disinfected with cidex opa. All three cases occurred on the same day. The facility reported on the 14th of november that the colitis was resolved in 2 of the 3 patients. Cultures were performed and the results indicate no bacterial infection in any of the 3 patients. There have been no further occurrences of this nature. The facility disinfects their colonoscopes in an ultrasonic washer, however they are not certain of the soak and rinse time for the machine. The washer has been inspected by a pentax representative and validated that it is working properly.